Manufacturer narrative:
(B)(4). It was reported that patient underwent sacral colpopexy, enterocele and rectocele repairs, right ureterolysis, lysis of pelvic adhesions, miniarc sling placement and removal of previously placed mesh on (B)(6) 2013 due to pop and sui. It was reported that patient underwent vaginal wound revision with skin advancement flaps and excision of mesh on (B)(6) 2014 due to exposure. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to stress urinary incontinence and vaginal vault prolapse. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to painful intercourse, back pain, constipation and frequent urinary tract infections.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.